Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to log in to the device following the 1.11 software upgrade. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the device after 1.11 upgrade. A technical support specialist rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.